Event description:
The target lesion was the left anterior descending artery (lad), with above 80% stenosis and no calcification or tortuosity. The lesion was 40mm in length. The lesion was pre-dilated with a 2.5 x 15mm balloon. The first stent 3.0 x 33mm was implanted successfully. However, before the second stent arrived at the target lesion, the physician found the stent had dislodged. He deployed the stent at the position of dislodging, 4-5 mm proximal to the first stent, so there was a gap. The physician implanted a third stent, 3.0x18mm, to treat the gap. The stent overlapped 7mm on both the 1st and 2nd stent. The stents are still implanted in the pt, the balloon was discarded and just video will be returned for investigation. The pt is under observation and currently the pt's situation is stable.

Manufacturer narrative:
This product, is distributed outside the u.s. However, it is similar to the u.s distributed drug-eluting stents. A device history records review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Crossing profile and stent retention were reviewed and were found within specification as well. Add'l info will be submitted within 30 days of receipt.